Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found an issue with the flexvision pc. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the flexvision pc which returned the device to use in good working order.